Event description:
The patient had hip prostheses from exactech implanted on the right on (B)(6) 2018. During outpatient check-ups, with mild load-related complaints, decentration of the prosthesis head was noticed for the first time in (B)(6) 2021 and an acetabular foreign body granuloma was suspected. Due to a traumatic acetabular fracture with acetabular loosening, a revision with acetabular replacement to a revision acetabular cup was carried out in (B)(6) 2023. In retrospect, it is likely that the fracture was at least exacerbated by the osteolysis caused by premature pe abrasion. Related to 1038671-2021-00269 (left hip revision).

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d4, d6b, h4. B3: date of event is unknown. D6b: explant date is unknown. The revision reported was likely the result of prosthesis wear, osteolysis, bone fracture, and acetabular loosening. The sequence of event could not be determined from the available information. The devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Additional information: h3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The revision reported was likely the result of prosthesis wear, osteolysis, bone fracture, and acetabular loosening. The sequence of event could not be determined from the available information. The devices were not returned for evaluation, and images and radiographs were not provided. H6: component code, investigation codes.